Manufacturer narrative:
(B)(4) investigation summary: there was not a return sample available for evaluation and no lot number was provided by the customer. Evaluation of the resin p/n 52-1474 found no issues. In addition, a primary skin irritation test was conducted with the cannula resin p/n 52-1474 (pvc resin polyvinyl chloride compound) and the tubing resin p/n 52-1229 (pvc resin, polyvinyl chloride compound). Results of the testing for both resins were found acceptable with no anomalies. With no lot information, the device history record could not be reviewed. There have been no resin changes in the manufacturing process for the past 3 years. The resin used in the cannula product is a common resin used in other products as well. Review of all of the codes that contain cannulas with this resin have identified (B)(4) reports for this issue. It is not possible to detect if the cannula at some point during the assembly process came in contact with latex. A second skin irritation test conducted by an outside laboratory and also had acceptable results with no anomalies. The root cause could not be determined. As a corrective and preventative action the clothing requirements for the production area will be updated to prevent the use of latex gloves.

Event description:
The customer contacted the respiratory resource center and indicated the following: the customer has a severe anaphylactic latex allergy.  The packaging of the nasal cannula indicates that the product is latex free, but she has been experiencing a severe allergic-type reaction starting approximately 60 seconds after being placed on oxygen on (B)(6) 2011 during a colonoscopy (to meds flowing through the tube at the time).  On (B)(6) 2011 the customer provided the following additional information: the customer indicated she experienced severe nasal congestion, near-constant runny nose and severe post-nasal drip beginning immediately upon use of the nasal cannula and continuing for several days thereafter. This was accompanied by frequent bouts of sneezing and burning nasal passages. In the "recovery area" post procedure, the customer used 2 full boxes of tissues due to the excessive drainage in approximately one hour. The customer indicated she already takes allegra 180mg daily for seasonal allergies and had to take an additional 50mg benadryl every 4 hrs and used two epipens in the first 12 hrs following her reaction to the cannula used. When this did not sufficiently control the reaction, the customer was started on prednisone taper at 60 mgs. The reaction started to subside the evening of the second prednisone dose, but did not completely subside until the morning of the last dose of prednisone. The sample and lot number is not available for evaluation.

Manufacturer narrative:
(B)(4). Upon completion of carefusion's investigation, a follow-up report will be submitted.